Event description:
It was reported that the customer intermittently experienced a "high" blood glucose (bg) level. The cause was unknown, and a specific bg value was not provided. The infusion set and cartridge were changed, and customer successfully resumed insulin delivery to address bg level. Recommendation was made to discuss diabetes management with a health care professional.